Event description:
The customer reported that the care plan did not display any treatment in the prescriptions section.

Manufacturer narrative:
The customer reported that there was a malfunction where an administration was not displayed in the customer's work list. Philips engineers, clinicians and quality personnel have determined this reported problem to be similar to a previously investigated issue where a time based software deficiency only occurs within the gmt time zone. In addition, there was an observation by the users that the administration was displayed in the mar, and have determined that the chance of any harm from this issue is remote. Philips product support engineers (pse) were contacted on 26jul2009 and confirmed this is an issue that can cause pending dosages not displaying in the work list. This sw deficiency was resolved with the release of icip sw revision d.03 on 28may2009 via field change order. The FDA was notified regarding this on 04may09. No further action or investigation is warranted.